Manufacturer narrative:
Investigation summary: based on the information available, a product malfunction could not be confirmed as the most probable cause of the reported events through product analysis. The reported patient symptom is a known risk associated with artificial urinary sphincters and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: returned product consisted of an ams 800 occlusive cuff and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the device. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). The pump passed functional testing and performed within product specifications. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urine leakage when coughed or picked up heavy objects; therefore, the patient was using pads. A revision surgery was performed in which the cuff and pump were replaced. The cuff was downsized from 5.0 cm to 3.5 cm. The reason for the device symptom was not elucidated by the hospital. The patient had a good outcome following the procedure and the use of pads is no longer needed.

Event description:
It was reported that the patient experienced urine leakage when coughed or picked up heavy objects; therefore, the patient was using pads. A revision surgery was performed in which the cuff and pump were replaced. The cuff was downsized from 5.0 cm to 3.5 cm. The reason for the device symptom was not elucidated by the hospital. The patient had a good outcome following the procedure and the use of pads is no longer needed.